Manufacturer narrative:
Section h10: (h3) pending evaluation.

Event description:
As reported, approximately 8 years post op initial left tka. This 64 y/o male patient was revised, due to wear. Surgeon swapped a worn size 3 18mm optetrak poly with a new size 3 18 mm poly. Patient was revised to same size poly. Patient was last known to be in stable condition following the event. Device is not returning. Hospital policy.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3, h6. The following sections were corrected: h6. MDR section codes updated/corrected: b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. The condition of the articular surface was not able to be evaluated as images of the proximal side of the insert were not provided. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.